Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013, the patient underwent an unknown fusion surgery in which xs bmp graft was placed in the upper right "#2 area". On (B)(6) 2013, the patient presented for post-op check and suture removal. On (B)(6) 2016, the patient underwent cone beam computed tomography (cbct) prior to implant surgery which showed no discernible bone growth in the "#2 area". Surgeon's comment: according to the surgeon, lack of adequate bone growth using rhbmp-2 is extremely uncommon. In this particular case re-grafting is required in order to provide sufficient bone for implant placement.

Event description:
No patient complications were reported. There will be re-graft with bmp on (B)(6) 2016.